Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fill estimate was inaccurate. There was no reported impact to the user's blood glucose level. Reportedly, the user would continue to use the pump until replacement pump is received.